Event description:
Boston scientific received information that this device was explanted after 4 years in service. This patient was seen in the emergency room (ER) for shortness of breath and the device was explanted and replaced with a competitor device. No additional information was given. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.